Event description:
Patient is a 29 year old female who has had a total of six operations in the past for procedures regarding her implants. She has had a biospy of a lymph node (12/14/90) which contained silicone granulomas and is now concerned about the presence of silicone in her body. Both breast implants removed 4/1/92 were intact with no free silicone rupturedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data, invalid data. The device was not destroyed/disposed of.